Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed 2,052 units of this code batch. There are no units in stock. All closed packs received were opened and the aluminum pouch was not stuck to the outer paper foil. Furthermore, all second packs of the closed samples received have been opened without difficulty. On the other hand, side cut and opening of first pack in closed samples received is the correct and the usual one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the packages are difficult to open.